Event description:
It was reported that the incisor plus shed. Debris was washed out of the patient. No patient injury reported with no delay in the case. A backup was available to complete the procedure.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event. No further investigation is warranted at this time. A review of the device history record was performed which confirmed no inconsistencies.